Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, two suprarenal aortic extensions, and a limb extension on (B)(6) 2013. The patient has recently been diagnosed with a type 3a endoleak with component separation. Physician will reline the devices or explant based on patient condition. A secondary intervention has not been scheduled. The current patient condition is unknown.

Manufacturer narrative:
The clinical assessment was based on patient medical records and patient images. At the completion of the clinical evaluation, based on the information received, the following were confirmed; endoleak type iiia, complete component separation, and a successful endovascular procedure. Additionally there was evidence to reasonably support the following observations; endoleak type iiib of the main body. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. Based on the information available, the root cause of the reported event is unknown.

Event description:
Secondary intervention has been performed at an unknown date. An endovascular repair was performed with a non-endologix graft. Patient is in stable condition.